Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. At this time, the customer has not requested (B)(4) to evaluate the iabp. It was reported that the facility's clinical engineering biomed would be performing the inspection and repair of the iabp unit. Additional information has been requested from the customer. If the information is provided, it will be reported accordingly. (B)(6). Device evaluated by MFR: not returned to manufacturer.

Event description:
It was reported that during use on a patient, while the cardiosave intra-aortic balloon pump (iabp) was on standby, it continued to pump and the intra-aortic balloon (iab) ruptured. The customer did not have the iab and could not locate it after the incident occurred. Patient harm was reported. Additional information has been requested to obtain details of the reported patient harm.

Manufacturer narrative:
Several attempts have been made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, a supplemental report will be submitted accordingly.

Event description:
It was reported that during use on a patient, while the cardiosave intra-aortic balloon pump (iabp) was on standby, it continued to pump and the intra-aortic balloon (iab) ruptured. The customer did not have the iab and could not locate it after the incident occurred. Patient harm was reported. Additional information has been requested to obtain details of the reported patient harm.